Manufacturer narrative:
Evaluation codes: results: handling most likely caused damage to the device. Unapproved use of device (device used in the internal tibial artery). Evaluation codes: conclusion: no conclusion can be drawn. (B)(4).

Event description:
Device evaluation: hypo tube was bent and kinked and had detached at 17cm distal to strain relief. The stent was positioned between marker bands as per specification. No damage evident to the distal tip.

Manufacturer narrative:
Evaluation: results: failure to follow instructions (information received indicates the device may have been kinked and straightened). Conclusion: user error contributed to event (information received indicates the device may have been kinked and straightened).

Event description:
An attempt was made to use a resolute integrity rapid exchange (rx) drug eluting coronary stent in a patient. The target lesion, located in the internal tibial artery exhibited 99% stenosis with minimal calcification. The device was inspected prior to use with no abnormality noted; however it was reported that during advancement of the device to target lesion, the shaft snapped near the proximal end. It was reported that the stent was not deployed and the physician was able to remove the whole device from the patient. The lesion was treated with a balloon dilatation catheter. It was reported that no health hazard was caused to the patient. No clinical sequelae were reported.